Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had noise. Diagnostic testing was performed and the lead settings were stable. The performance of the leads will continue to be monitored and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analysis of the device memory indicated atrial oversensing, the analyst noted: atrial high rate episodes were recorded on (B)(6) 2015 with apparent oversensing seen on the egms. High count of low impedance / short circuit paces. Atrial lead warning occurred on (B)(6) 2013. Chronic trend data shows average atrial impedance steady at approximately 225 ohms with a lifetime minimum measurement of 179 ohms. Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2008 (B)(4).